Event description:
Found during testing. According to the reporter, the device will no longer recognize the paddles.

Manufacturer narrative:
Physio-control, inc evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the therapy receptacle connector assembly. After replacing the therapy receptacle connector assembly, proper operation was confirmed and the device was returned to the customer.